Manufacturer narrative:
A review of the image result files showed that cells 2 of the antibody screen resulted as negative but had a slightly fuzzy button. Customers were notified of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
The customer reported obtaining unexpected negative reactions on the galileo echo m01693 with a patient sample containing anti-e.